Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications.

Event description:
Per the end user, there is red, itchy skin under the mass. Uses ostomy powder and no sting barrier wipe. This has been happening for around 10 days. No further information is available.